Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed that foreign material remained in the device due to a leak in the distal end; however, the type of material and the root cause could not be identified. The event can be prevented by following the instructions for use which state: IFU states that detection method in pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
It was observed that during the device evaluation, there were foreign objects in the air/water tube and cylinder on the colonovideoscope. There were no reports of patient involvement.

Event description:
It was observed that during the device evaluation, there were foreign objects in the air/water tube and cylinder on the colonovideoscope. There were no reports of patient involvement.